Manufacturer narrative:
(B)(4). Device evaluation: the report that the tip of the guide wire was deformed was confirmed. Returned were a guide wire and an advancer. The tray and the cap from the advancer were not returned. It was not reported whether or not the cap was present when the kit was opened. Under microscopic examination a displaced coil was observed at the bottom of the j-bend of the guide wire. A manual tug test confirmed that both welds were intact. The od of the guide wire measured 0.855 mm, which met specification of 0.838 - 0.877 mm per the guide wire graphic. The length of the guide wire measured 45.6 cm, which was consistent with the guide wire graphic. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined based on the information provided and without a complete sample including the cap. No further action will be taken.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that prior to insertion, the user found that the tip of the guide wire was deformed. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.